Event description:
It was reported that this pacemaker device had three inappropriate mode switching events occurred due to v under-detection. The patient had also reported syncope. Upon review, technical services (ts) stated that the device exhibited undersensing, loss of capture (loc) and high threshold values. The intrinsic amplitudes were out of range. Ts recommended programming options and to decrease sensitivity. This device remains in service. No adverse patient effects were reported.